Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Insufficient device information received to determine device iteration.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented at routine follow-up with a component disconnection (type iiia endoleak). The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2019. The patient was reportedly doing well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia endoleak with complete component separation and secondary endovascular procedure. In addition, initial implant date confirmed as on (B)(6) 2015. The confirmed event was most likely user-related due to the following contributing factor: an approximate 20mm overlap at the initial implant procedure (IFU requires 30-40mm proximally and 15-20 mm distally). The procedure-related harms for this event could not be determined, and the final patient status was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply. H6 result code (remove 3233). H6 conclusion code (remove 11).

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented at routine follow-up with a component disconnection (type iiia endoleak). The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2019. The patient was reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming that the patient was initially implanted with a main body and suprarenal extension devices on (B)(6) 2015 per angiogram study.